Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. Screenshots of the case were provided for review. The reported system time out error messages were confirmed in femur bone removal as well as the reported overcut which was identified in the background of the system time out error message. The drill used in this case, (B)(6), was returned for evaluation. It operated as intended in the functional evaluation, however, a contributing factor may be that the drill had an intermittent connection issue between the exposure motor and the tcu, resulting in the repeated system time out errors. This issue is under further investigation for the drill (rob10013), not the console (rob10024). The confirmed overcut that occurred among the system time out errors is under further investigation by the software engineering team as well. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The clinical/medical evaluation concluded: ¿based on the information provided, the definitive clinical root cause of the reported system time outs could not be concluded; however, the increased velocity of burring or reported surgeon ¿fast burring¿ could not be ruled out as a possible contributing factor to the reported over resected bone. The patient impact beyond the reported over resected bone could not be determined, although, per email communication, ¿current status of the patient is good, no complications reported¿. Additionally, it was reported that ¿the over resection was noted where the chamfer cut area so no patient impact¿. No further medical assessment can be rendered at this time.¿ refer to the real intelligence cori for knee arthroplasty user manual (500230), ¿removing bone during tka¿ section for warnings and additional information. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during initial cutting of the distal femur in a cori assisted tka surgery, the system time out occurred twice, within 5 seconds of each other. Both times, they pressed the continue button on the screen (case (B)(4)). When the second system time out error occurred, there was a large red circle showing that the bur over resected the bone. They confirmed that it truly did over resect and that the bone matched the model on the screen (case (B)(4)). After the second system time out error, the case was able to move forward without any more instances. It should be noted that the surgeon is very fast at burring. The procedure was completed with the same device without significant delays. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. Screenshots of the case were provided for review. The reported system time out error messages were confirmed in femur bone removal as well as the reported overcut which was identified in the background of the system time out error message. The drill used in this case, (B)(6), was returned for evaluation. It operated as intended in the functional evaluation, however, a contributing factor may be that the drill had an intermittent connection issue between the exposure motor and the tcu, resulting in the repeated system time out errors. This issue is under further investigation for the drill (rob10013), not the console (rob10024). The most likely cause of this event is associated with the a software defect. The clinical/medical evaluation concluded: ¿based on the information provided, the definitive clinical root cause of the reported system time outs could not be concluded; however, the increased velocity of burring or reported surgeon ¿fast burring¿ could not be ruled out as a possible contributing factor to the reported over resected bone. The patient impact beyond the reported over resected bone could not be determined, although, per email communication, ¿current status of the patient is good, no complications reported¿. Additionally, it was reported that ¿the over resection was noted where the chamfer cut area so no patient impact¿. No further medical assessment can be rendered at this time.¿ refer to the real intelligence cori for knee arthroplasty user manual (500230), ¿removing bone during tka¿ section for warnings and additional information. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. As part of corrective action, this software defect has been resolved on cori software version 2.1.0.6 and above. This issue will be continuously monitored through complaint investigation and post market surveillance. H6: health effect - clinical code, health effect - impact code.

Manufacturer narrative:
H6: g code.